Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert and a resume pump alarm. No additional information was obtained regarding the alert and alarm. There was no reported impact to customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.